Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event.(B)(4)

Event description:
Embolization treatment of an avm with onyx. It was reported that the catheter ruptured during onyx injection. Consequently, onyx was observed in an unintended area.the patient condition was reported as "improving with one-side weakness" and has been discharged. Same event as MDR# 2029214-2012-00261.